Event description:
Anastomotic dehiscence. It was reported that after rectal and intestinal anastomosis, in the process of reinforcement and suture, the anastomotic dehiscence happened, the anastomotic site was bleeding, and the intestinal content flowed out. Immediately re-anastomose the intestinal canal manually. The adverse event greatly increased the operation risk and time and increased the incidence of postoperative complications. No additional information could be provided.

Manufacturer narrative:
(B)(4). Batch # unknown. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information received: the patient, a 71-year-old male, had a history of diabetes. The patient underwent "laparoscopic radical resection of rectal cancer" due to "rectal cancer". Curved and straight intraluminal staplers (cdh33a) manufactured by our company were used for digestive tract reconstruction during the operation (the anastomosis mode was end-to-end anastomosis of rectum and sigmoid colon). The surgeon selected the nail height as 1.5 mm, and after waiting for 15s, the stapler was completely fired. It was clear from the audible and tactile feedback that the cutting washer was cut off. After the completion of firing, the stapler was completely opened (rotate the adjusting knob for 2 turns) and removed from the device. There was no resistance during removal. After removing the device, the examination found that the tissue doughnut was intact. However, the stapling line was poor at the rectal side. The rectal side dehisced with a small amount of bleeding at the anastomosis. The specific blood loss was unknown. The surgeon then stopped bleeding by gauze compression and used the suture to manually suture the intestinal canal to strengthen the anastomotic anastomosis. The subsequent suture was successfully completed. The operation time was prolonged for about 1 hour. The patient recovered well after the surgery and was discharged. No reports on subsequent complications were received. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.